Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to an accessory (pri cellular modem) of an unknown system one device affected by the recall. The patient alleged shortness of breath. The device returned to manufacturer service centre. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. The heater plate was verified to be getting warm. A disinfectant odor was observed during therapy. Pil observed the following: air inlet had unknown dust-like contamination. Ui (users interface) knob was partially broken. Pca (printed circuit assembly) has dust-like contamination all over the top of it. Underside of the pca had stains of potential no-clean flux or isopropyl alcohol on it. Pca copper edge pins have unknown corrosion on them. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the bottom enclosure. The inside bottom of the blower box had unknown dust-like specks of contamination and tiny fibers or hairs. The sound abatement foam was intact and had dust-like contamination on top of it. A broken dark gray piece of plastic was found at the inside bottom of the enclosure. Air inlet seal had unknown white dust-like contamination on it. Humidifier lid output port has dust-like contamination around it. Unknown dust-like contamination on the bottom of the enclosure and the heater plate. Dry box seal had slight dust-like contamination on it.bottom of the enclosure and under the heater plate has dust-like contamination and potential tiny fibers. The complaint did not mention any issues with the modem and a visual inspection was performed but the modem was not functionally tested. There were no issues with the visual inspection. Pil is unable to confirm the complaint or address the symptoms. Pil observed 19 errors were logged

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-17148. This report was submitted as a duplicate report of the previously submitted report. Please disregard this MDR 2518422-2025-051549.